Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet after a new sensor was applied, and the user was guided to toggle ilet cgm settings and reenter the four-digit pairing code, with education provided on expected pairing time and to call back if unsuccessful. Symptoms included altered blood glucose levels associated with the related prior issuewith a high blood glucose of 522 mg/dl. Outcomes included user inconvenience and temporary disruption of automated glucose data to the ilet. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the ilet recognized the pairing attempt after settings were adjusted, with no evidence of ilet hardware malfunction. It was concluded that the event was related to cgm pairing setup and user interface interaction rather than a device failure of the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.